Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. A pinhole was observed at the balloon main unit. The device was removed without any problem using the normal method and the procedure was completed. There was no adverse event and the patient was in good condition after the procedure.

Manufacturer narrative:
E.1.: initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was tightly folded which indicates that the device was subjected not subjected to positive pressure. A leak test was carried out using de-ionized water when liquid was observed exiting from the tip of the device. An examination of the balloon material found no issues. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the inner shaft of the device to be buckled beginning approximately 3mm distal of the bi-component bond and extending approximately 4mm distally. A leak test was carried out when liquid was observed exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is most probable that the location of the lumen breach is where the inner shaft is buckled. No other issues were identified with the shaft. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. A pinhole was observed at the balloon main unit. The device was removed without any problem using the normal method and the procedure was completed. There was no adverse event and the patient was in good condition after the procedure.